Manufacturer narrative:
H2) additional information: concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(6) : s/n (B)(6), ubd: unk, UDI#: unk. H3: the power conversion was returned to the manufacturer for analysis. Analysis found that it failed bench testing. Transistors q28 and q14 were shorted. Diode d12 was open. Analysis found that the reported event was related to an electrical issue. The power tray was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. When installed in a known good system, it performed as expected. H6: 10, 120, and 4307 are associated with the power conversion. 10, 213, and 67 are associated with the power tray. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found that the power enclosure was faulty. Upgraded power tray and power enclosure. System functions within specification. A hardware analysis of bi71000860 encl pwr conv; lot# 19350327 was initiated to determine the probable cause of the issue. Analysis was unable to confirm reported complaint,"generator not booting properly." Power conversion enclosure passed bench testing. System readied and booted multiple times. Several 2d and 3d images were performed and were successful. Motion calibrations passed. No errors were observed while testing. Bi71000175 enclosure charger: lot# g8p76 was returned unused, box opened. Bi71000195 tray o2 ias power: lot# 180411466 returned and it under analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: bi71000175 enclosure charger lot #: unknown; bi71000860 encl pwr conv lot # unknown; bi71000861 tray o2 ias power lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being service outside of a procedure. It was reported that the x-ray generator was not booting properly. When booting on the system, there was a red "x" next to the x-ray generator on the pendant. This occurred before a case, no patient was present.